Event description:
It was reported that the patient developed psychological aversion / anxiety. It is noted that the patient¿s seizures burden was decreased but not seizure free and they developed non-epileptic seizures with increased anxiety. No additional relevant information has been received to date.